Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold after it was repositioned during the first follow up. A month after it was repositioned, physician decided to explant this lead to minimize the possibility of intervening the patient. This lead was explanted and replaced. No additional adverse patient effects were reported.